Manufacturer narrative:
This report is report is being submitted to correct the additional suspect devices listed in field h10. Block b3: date approximate. Additional suspect medical device component involved in the event: brand name: null. Upn: unk-p-scs-extension. Model: null. Serial: null. Batch: null. Brand name: null. Upn: unk-p-scs-extension. Model: null. Serial: null. Batch: null.

Event description:
It was reported that the patient experienced an infection at an unknown location. The patient was administered antibiotics and underwent a revision procedure in which the paddle lead and two lead extensions were explanted and replaced. A culture was taken however the results are not available. No additional adverse patient effects were reported. The explanted devices will not be returned as they were discarded at the medical facility.

Event description:
It was reported that the patient experienced an infection at an unknown location. The patient was administered antibiotics and underwent a revision procedure in which the paddle lead and two lead extensions were explanted and replaced. A culture was taken however the results are not available. No additional adverse patient effects were reported. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Block b3: date approximate. Additional suspect medical device component involved in the event: brand name: null. Upn: unk-p-scs-extension. Model: null. Serial: null. Batch: null. Brand name: null. Upn: unk-p-scs-extension. Model: null. Serial: null. Batch: null. Brand name: artisan. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7074659.